Event description:
It was reported that a malfunction code malf 16 was displayed on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup method of insulin therapy.